Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implantable cardioverter defibrillator (ICD) change out procedure atrial lead oversensing/noise was observed once the new device was placed in the pocket. The physician was able to reproduce the atrial lead noise inside the axillary/subclavian vein where the atrial lead and right ventricular (rv) lead crossed each other. A probable lead insulation breach with the vein was suspected for the atrial lead. For this reason, the physician decided to cap and replace the atrial lead. The rv lead remains in use. No patient complications have been reported as a result of this event.